Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's implantable cardiac monitor had eroded through the skin. The device was explanted. The patient was in stable condition.

Event description:
New information received stated that erosion was discovered during in clinic follow-up and no infection was suspected.